Manufacturer narrative:
The cartridge cap not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that while the patient was off the pump due to a damaged cartridged cap issue, a blood glucose elevation requiring emergency medical services occurred. This complaint is being reported as the patient required ems due to user error of knowingly using a damaged part.